Event description:
It was reported that the atrial setscrew would not work properly.

Manufacturer narrative:
All info was provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of set screw not tightening was confirmed in the laboratory. The a tip and v tip connector blocks noted some medical adhesive in between threads. The medical adhesive potentially clogged the set screw inset, making it difficult to tighten the set screw and stripping both set screw insets.